Manufacturer narrative:
Expiration date: na

Event description:
Device evaluation performed on the returned electrode showed that the epoxy has a chip out and was also discolored. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.